Event description:
Comments for ECMO events: perfusion service requested to troubleshoot ECMO circuit and micro air on the arterial side at the connector to the arterial filter. 3-4 very small bubbles were found, circuit was vba'd and air was walked back to the bridge and floated into the bridge and then to the venous line. Flow was established and no further air was noted. Patient maintained adequate perfusion during the time off support. Unknown source of the air.

Event description:
Comments for ECMO events: perfusion service requested to troubleshoot ECMO circuit and micro air on the arterial side at the connector to the arterial filter. 3-4 very small bubbles were found; the venous side was unclamped, then the "bridge" clamped, and then the arterial side of the system was unclamped (vba'd) air was walked back to the bridge and floated into the bridge and then to the venous line. Flow was established and no further air was noted. Patient maintained adequate perfusion during the time off support. Unknown source of the air.